Event description:
It was reported that when using the bd pyxis¿ es refrigerator the individual pockets were not recognizing. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the magnetic strip was not recognizing it closed - cannot access individual pockets. The field service engineer was found that the magnet was slightly loose. The magnet was tightened, and the fridge was tested multiple times in hta and jill inventory. The door remained unlocked when logged in but locked once logged out, indicating that the issue was most likely due to user error. The system functioned as intended after the field service engineer repaired the device.